Event description:
It was reported that when using the bd pyxis¿ medbank tower had a drawer was failed to open and the issue button was missing. The customer stated that the malfunction occurred while dispensing medication to the patient and there caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the issue button was missing. A technical support specialist (tss) rebooted the cabinet and the customer logged back in, and the issue button was reappeared. The customer was then able to issue medications to patient without any further problems. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had a drawer was failed to open and the issue button was missing. The customer stated that the malfunction occurred while dispensing medication to the patient and there caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.